Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a break in the stylet was inconclusive due to the sample condition. One scanned image of the sherlock 3cg tcs graph was provided for investigation. The waveform was visible on both the external ECG line and on the intravascular ECG line. The stylet was not provided for investigation. Potential contributing factors of the reported break in the stylet include advancement against resistance, kinking, and retraction of the stylet through the extension set; however, since no evidence was provided to confirm the reported break, the complaint is inconclusive. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported "PICC ECG wire tip broke off during insertion and is inside patient." Additional information rcvd 06/28/2021 "no it has not been removed, and have not been notified of any pending procedures."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp0008 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC ECG wire tip broke off during insertion and is inside patient." Additional information rcvd 06/28/2021 "no it has not been removed, and have not been notified of any pending procedures."